Event description:
Same case as # 6000093-2007-00080. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2005, two taxus express2 drug eluting stents were implanted. The target lesion was located in the totally occluded, non tortuous, non calcified mid circumflex artery. A 2.0x15mm maverick balloon was used to predilate the lesion. A taxus express2 2.5x12mm drug eluting stent was positioned and deployed at 16 atm's for 20 seconds, and a taxus express2 2.5x24mm drug eluting stent was positioned and deployed at 12 atm's for 26 seconds. The stents were not post dilated. The vessel had timi 3 flow. No complications occurred during the procedure. Plavix and aspirin were prescribed for a minimum of 6 months, but a year was recommended. The patient presented in 2006 with acute coronary syndrome with chest discomfort and positive troponins and was still taking plavix and aspirin. The patient was brought back to the ccl where it was determined that both taxus stents were occluded. Five inflations were made with a 2.5x20mm maverick balloon to reopen the vessel. The patient's status post procedure was "stable". No further complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unknown. The cause of the difficulties stated in the complaint could not be determined.